Event description:
It was reported that 10 bd alaris¿ smartsite¿ texium¿ secondary sets had components separate. The following information was provided by the initial reporter: "we had several incidents of the tubing becoming disconnected from the chamber in the secondary sets."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: possible lot number. D4: medical device lot #: 21069692. D4: medical device expiration date: 2024-06-23. H4: device manufacture date: 2021-07-23. H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation - other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013364t lot number 21069692 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The reported lot number of 21089690 is not a valid lot number for item number 10013364t, and therefore a device history report review could not be conducted. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 10 bd alaris¿ smartsite¿ texium¿ secondary sets had components separate. The following information was provided by the initial reporter: " we had several incidents of the tubing becoming disconnected from the chamber in the secondary sets. "